Event description:
(B)(4). It was reported that the vertier table freezes when pressing "0" (zero) and/or "legs down" on the hand control, and that the override panel is not able to control the leg sections. After further eval, it was determined that the end sections were not attached properly (resulting in the decrease in functionality), and had the potential to fall.

Manufacturer narrative:
There was no pt involvement, thus no pt data exists. There is no expiration date for this product. Actual device was evaluated in the field on (B)(4) 2011. Eval summary: after an on-site eval by a field technician, it was confirmed that the leg sections were out of alignment. These sections have sensors within them to detect when they are not latched properly. If they are not properly latched, or register on the sensors as such, the unattached section is not able to be articulated. The root cause for the malfunction is likely either not properly latching the sections, or not setting the split leg sections to parallel. In this case, the table was repaired by removing the leg section and using the override panel to move the leg joints to their hard mechanical stops. The leg sections were then reattached and the table was functioning normally. The inability of the leg sections to articulate poses a minor risk to a pt, however, if the leg sections are not attached properly, there is a potential for the sections to fall. This risk is being conservatively considered due to the lack of info to rule out this possibility. However, this specific malfunction was identified prior to use and no pts were involved and no adverse events were reported. This type of non-conformance will be monitored for adverse trends. This is not a single use device.